Event description:
During a cataract extraction procedure, this ophthalmic microsurgical system exhibited low aspiration. The tubing, cassette and handpiece were exchanged then another system was used to complete the procedure.